Event description:
It was reported that the patient was having pain, and the pump was not positioned correctly in the pocket. The patient's pump was reported as being 'at an angle' such that she was redirected to see a healthcare provider (hcp) to create a pouch to fix it; she was scheduled for surgery in (B)(6). It was also reported that the patient lost a lot of weight and that the pump 'doesn't sit in there correctly;' the pump site is very painful, which the patient reported as having experienced shortly after the pump was implanted. It was noted that the patient 'falls all of the time.' The patient's pain was unpredictable; and the personal therapy manager (ptm) was not used every day. Due to that pain, the patient was going to consider speaking to their healthcare provider about the ptm bolus needs and settings. The medication in the pump was fentanyl and baclofen. It was later reported by the physician that they did not have record of the event in the patient's chart, so they were unable to provide any requested information. Additional information was requested, but it was unavailable as of the date of this report.

Event description:
Additional information was found. Patient reported skin irritation, "it¿s just barely under the skin, and I¿ve rubbed a blister there just doing nothing, you know and it really bothers me."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).